Manufacturer narrative:
The explanted devices will not be returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that a pt was explanted due to infection at the lead and pocket sites. The pt was treated with IV antibiotics through a pikline and is reportedly, doing well after the explant procedure.